Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion. The patient returned to pacing rhythm after defibrillation. Although considered to be unrelated, a causal relationship with the device could not be ruled out. The patient was hospitalized from (B)(6) 2026 to (B)(6) 2026.